Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that the device experienced early battery depletion due to high right ventricular (rv) thresholds, which were high due to patient physiology. The device was explanted and replaced. No patient complications have been reported as a result of this event.